Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "pacer fault 116" message. The customer switched out the high voltage module in the device, which then displayed a "bridge test failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.